Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to duplicate the customer comments, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a pacemaker dependent patient was being transported from the surgery to the recovery area, when the nurse noticed the patient's condition deteriorating. She looked at the epg (external pulse generator) and saw it had turned off. The nurse pressed the on button, and the device powered on and continued to pace. When the patient got to the recovery area, the epg was immediately changed out. No further patient complications were reported as a result of this event.